Event description:
Pt just happened to be looking down at their screen and saw delivery halted: occlusion alarm. However, the pump did not make any noise. When pt disconnected and primed, pt could hear motor, but again no beep tones. Pt did drop the pump on the bathroom floor last night. Pt has not been aware of any obvious insulin delivery issues.